Event description:
The customer reported intermittent slow to boot up. No pt involved.

Manufacturer narrative:
The ge service rep torqued workstation transformer nut's to 60" lbs checked all workstation fuse and fuse holder switch service up to verified no errors on boot-up. Booted system x 10 system boots within 165 sec. System checked and tested o.k.